Manufacturer narrative:
Date of event: exact date unknown, event occurred last summer. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4). Product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient developed a small wound dehiscence and a very small fistula that sits right on top the anchoring sites. Patient had a fall which resulted in the lead fracture that then became infected. About a drop of purulent material was cleaned and the patient was prescribed with antibiotics. All components were explanted and will not be returned per hospital policy. The patient was doing well postoperatively.